Event description:
It was reported the hptuv was used during a cholecystectomy. It was reported by the affiliate that the handpiece was broken. (No further detail). There was no consequence to the pt.